Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed operational testing while plugged into an ac power source. The device was not in use on a patient.

Manufacturer narrative:
Correction: upon receipt of additional information, it was identified that this case is a duplicate of a case reported under MDR 1218950-2019-00038. There has been no new additional allegations made against this device and this case will be closed referencing the above mentioned report.

Event description:
It was originally reported to philips that the device failed operational testing while plugged into an ac power source. The device was not in use on a patient. Upon further clarification, it was identified that this service order was opened as a means to receive an update on a backordered part that was required to resolve a supplemental failure that was discovered during an evaluation of the device for a prior service order. The allegation associated with the referenced supplemental failure was already investigated and reported under MDR 1218950-2019-00038. As there are no new allegations associated with this device, this case will be considered a duplicate of MDR 1218950-2019-00038.